Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Time of symptoms/ae: during the procedure. Symptoms/ae: surgical removal. It was reported that a physician trained in the use of perclose at, attempted an arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. When the plunger was pushed, an "abnormal noise" was heard. No suture was harvested when the plunger was removed. The physician attempted to remove the device. The device could not be removed from the arteriotomy. Pean forceps were used; however, the device was eventually separated and surgically retrieved. No additional information available.